Event description:
The customer reported that the knife blade would not advance when the cutting trigger was pulled. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.